Event description:
The customer reported that the insulin pump alarmed motor error while she was trying to deliver a bolus. The customer stated that after clearing the alarm, the buttons were unresponsive. Troubleshooting was performed. Instructed customer to change the battery, but the buttons still did not respond. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display. See scanned page.